Event description:
It was reported that the left ventricular (lv) lead experienced diaphragmatic pacing and was unable to attain adequate thresholds. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer, analyzed, and no anomalies were found. All conductors had blood/body fluid (not obstructed), the outer insulation was breached cu,t and there was apparent explant damage.